Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/06/2016 with the following findings: the pump powered on with a blank display screen. This display screen was found to have been dislocated from its base; a display screen tape failure was noted. During evaluation, an eeprom failure was discovered.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a blank screen issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.